Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after he experienced anisometropia. The report indicated that an incision enlargement was not required nor a vitrectomy. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual investigation showed that one of the haptics is missing. Under magnification, the iol can be identified as a tecnis multifocal acrylic 1-piece lens because of the presence of a diffractive ring pattern on the optic. Dust particles and other matter are present. The condition of the returned lens is consistent with one that has been explanted. The condition of the lens precludes further testing. Manufacturing records were reviewed including optical measurement; all records were within specifications and without deviations or non-conformances. All pertinent information available to the manufacturer has been submitted. Placeholder.